Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle didn't fully retract during the demonstration. The following information was provided by the initial reporter: " instructor was teaching a piv class for other hospitals and when we were demonstrating how to poke on a vein block, the needle didn't retract all the way and took the catheter with it bending the needle...was there injury? No patient involved".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle didn't fully retract during the demonstration. The following information was provided by the initial reporter: " instructor was teaching a piv class for other hospitals and when we were demonstrating how to poke on a vein block, the needle didn't retract all the way and took the catheter with it bending the needle. Was there injury? No patient involved".